Event description:
Customer reported a discordant result during a sars-cov-2 tma assay run, wl: 01572-20201213-04, on a panther instrument. Customer noted they had repeated the test for sample (B)(6) that gave a positive result on the first run as a random verification trial for another assay where it was reported as negative.

Manufacturer narrative:
Technical support (ts) reviewed the logs and explained to the customer there were no hardware related errors and the internal control performed well and did not show signs of contamination. Ts informed customer the sample was potentially close to the limit of detection and hologic can't comment on the tests repeated with another method as the sensitivity of the tests may differ. Customer understood and did not report any further issue. No further action required. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.